Manufacturer narrative:
(B)(4). Date sent 3/24/2026. D4 batch #a98w7h. Corrected data d4: UDI#. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that one ech60s device was received without sterile packaging. Since no packaging was returned for analysis, no visual inspection could be performed to evaluate the incident reported. It could not be determined what may have caused the reported event. Upon visual inspection of the device, what appears to be lubricant was noted in the jaws and the joint cover area. During the manufacturing process, a clear lubricant is applied to the articulation joint cover to make the insertion and extraction of the device into the trocar easier. This lubricant is safe for patient use. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. The device event log was reviewed, no clinical use was recorded as part of the event log. Additionally, photo was provided and they showed a 60mm device. A manufacturing record evaluation was performed for the finished device batch number a98w7h, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 3/10/2026. D4: batch #unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. H4: the device manufacture date is currently not available. Additional information was requested, and the following was obtained: please confirm what device was the one the moisture was found, ech45s or ech60s. Did the same issue happened with the two devices reported?=>yes please explain in detail what was the issue with the device. Was the firing sequence started but not completed?=>no. The devices were not used. If yes: did the device deliver any staples? If yes, were the staples formed properly? If yes, was the staple line complete? Did the device cut? If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Was there any difficulty opening the device? If yes, how was the device removed from the patient? If yes, did the jaws eventually open? Did the damage occur right out of the packaging or in the operative field?=>no this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that condensation was observed on the articulation joint cover as it was wet; and therefore, the device was not used. The device was not used for the patient. Another device was used to complete the case. There were no adverse consequences to the patient nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Date sent 3/26/2026. Corrected data d4: UDI#.